Event description:
In 2006, the physician implanted a gore 40mmx20cm thoracic endoprosthesis for the treatment of a thoratic aortic aneurysm. At the 2 month follow-up visit, a distal type I endoleak was detected. An additional 40mmx20cm device was implanted distally; however, the distal device was unsuccessfuyl in resolving the endoleak. The physician decided to continue to observe the patient. The patient's condition was fine at the time of discharge. Additional updates regarding changes in the event's outcome has been requested.